Manufacturer narrative:
The lot number was not provided; therefore, a device history record review (DHR) could not be performed. The physical device was implanted in the patient and is not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. The instructions for use (IFU) identifies parent artery occlusion, device migration or misplacement as potential complications associated with use of the device.

Event description:
It was reported that the web device was used to treat a middle cerebral artery (mca) aneurysm. After deployment of the web all parent artery¿s looked open and web seemed well opposed. Physician decided to detach the device, which took multiple attempts with two detachers. Reportedly, while trying to detach, the web may have encroached the parent vessel. Angiograms showed a slow flow in the parent vessel. The physician decided to put a stent across the neck of the aneurysm to secure the web in place and patent flow was restored. Standard medications were utilized and there was no active thrombus. Reportedly, the patient went home doing well.